Event description:
The customer reported that a motor did not alarm while being monitored by a philips fetal monitor. The baby was stillborn.

Manufacturer narrative:
(B)(4). The customer reported that a monitor did not alarm while being monitored by a philips fetal monitor. The baby was stillborn. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.